Manufacturer narrative:
The probability of a manufacturing or design defect that might lead to implant replacement due to a patient's anatomical defect has been nonexistent. If additional information is received that indicates the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
The healthcare professional reports that the nm-f4450 lot#0027900 implant was inserted in the patient's mouth in (B)(6) 2024. The implant was removed during placement due to pterygoid soft bone. The device was forwarded to the manufacturer. No patient-operative or post-operative complications were reported.

Manufacturer narrative:
UDI related data quality updates only.